Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon putting the harvesting cannula from the vasoview hemopro in the leg we noticed the tip was cracked/split. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Only the hemopro harvesting tool was returned. Thus the reported complaint for the cannula was not confirmed. The harvesting tool was investigated. Signs of clinical use and evidence of blood were observed. Heavy tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was found to be partially torn away from the tip but it remained attached with the jaw. The heater wire was slightly flexed away from the hot jaw. It remained attached at the base and the tip of the jaw. Based on the condition of the device as found, the reported complaint was not confirmed for the reported failure but was confirmed for the analyzed failure "peeled jaw" and "bent wire". Specific actions for the failure mode are maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon putting the harvesting cannula from the vasoview hemopro in the leg we noticed the tip was cracked/split. A replacement device was used to complete the procedure. The hospital did not report any patient effects.